Event description:
It was reported that in 2005 the surgeon was implanting the traxis cage at the l5-s1 level. He used a fixed tamp to move the cage across midline when the cage subsided into the vertebral body of s1. The cage also cracked but maintained its shape. The surgeon was unable to remove the broken cage. There was no reported injury to the patient.